Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 11/24/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocations and pathological fracture of the greater trochanter. There was no mention of infection as litigation alleged. The stem is being added for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint -patient was revised to address dislocation.update rec'd 10/22/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from grinding, pain, discomfort, swelling, burning, infections, and amounts of toxic cobalt-chromium metal debris to be released into the tissue. A doi was identified. A stem is being added to address the metal on metal allegations.